Event description:
The subject device was used successfully to deploy 4 coils. When the last coil, a gdc 10-ultrasoft stretch resistant coil, was deployed and the physician attempted to remove the pusher wire from the subject device, it did not come out. The physician then removed the subject device and pusher wire from the patient and completed the procedure successfully. Upon withdrawal from the patient, the physician noticed that the distal tip of the subject device was burned/split and attached to the pusher wire.